Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was incorrectly displayed. Additionally, it was reported that the pump unexpectedly shut down when plugged into a power source. The customer attempted to charge the pump for over an hour but reported the pump never turned back on. Customer's blood glucose was 215 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.